Event description:
An alarm related to a potential occlusion issue was reported, indicated by alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. To address the issue, technical support instructed the caller to perform several troubleshooting steps, including disconnecting and adjusting the tubing and delivering boluses. Despite these actions, the occlusion alarm persisted until the caller loaded a new cartridge and successfully delivered a bolus. The customer was advised to replace supplies as necessary and continue with insulin therapy, with a request for additional assistance if needed.